Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported against right side capsular contracture baker grade unknown, exchange from textured to smooth due to concern with product, and rash. Healthcare professional additionally reported right side rupture and family history of breast cancer (non device related). The device remains implanted.

Event description:
Patient reported against right side capsular contracture baker grade unknown, exchange from textured to smooth due to concern with product, and rash. Healthcare professional additionally reported right side rupture and family history of breast cancer (non device related). Healthcare professional later reported capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, e1, e2.